Event description:
The customer observed a falsely depressed alinity c glucose result generated on the alinity c processing module for one sample. The following results were provided: (B)(6) 22024 sid (B)(6) initial glucose result = 1.9 mg/dl, repeat result on another analyzer (ac01873) = 157.42 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative resolved the issue by recalibrating the misaligned alnty c-series sample p of the alinity c processing module. Data and information provided by the customer was reviewed. Review of the instrument service history for the alinity c processing module serial number (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alnty c-series sample p or the alinity c processing module. The device history record review did not show any nonconformances or potential nonconformances for the current complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed alinity c glucose result generated on the alinity c processing module for one sample. The following results were provided: (B)(6) 2024 sid(B)(6) initial glucose result = 1.9 mg/dl, repeat result on another analyzer ((B)(6)) = 157.42 mg/dl no impact to patient management was reported.